Event description:
It was reported that the 9900 system locked up and was arcing. Also the system had a low ma and kv error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and the temperature sensor were replaced during the service call. The system was tested and found to be working as intended and put back into service.